Manufacturer narrative:
The location of device is unknown; the manufacturer is attempting to obtain the lead, any additional patient information and any measurements by sending letters to the physician (on (B)(6) 2011 and (B)(6) 2011) but currently has not been successful. The event will be re-evaluated if additional information becomes available. Lead dislodgement, loss of sensing and threshold elevation are all recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaints files of the lead model were reviewed. No trend of the same or similar type was found or indicated..

Event description:
The customer reported this lead was explanted two days after implant due to increased thresholds, no sensing and dislodgement. A new lead was implanted; no adverse patient effects were reported.